Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals in the right ventricular (rv) channel. Technical services (ts) was consulted and discussed reprogramming and testing options. The pacemaker sensitivity was reprogrammed to fixed and when retested noise could be seen but no oversensing. This pacemaker remains in service. No adverse patient effects were reported.